Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported customer encountered multiple, intermittent kinked cannulas in which the pump did not announce occlusion alarms. Reportedly, an occlusion alarm did not occur during this event even though the cannula was kinked. Customer¿s blood glucose ranged from 400-500 mg/dl. Customer performed infusion set changes and insulin deliveries were resumed.